Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (7.5 mg/ml at 2.3275 mg/day) and morphine (unknown) (10 mg/ml at 3.103 mg/day) via an implantable pump for non-malignant pain. It was reported that a pump motor stall occurred and the hcp requested the password to permanently shut off the pump as the patient did not plan to have it replaced. It was noted the patient did not have an MRI or any other known electromagnetic interference (emi)/magnetic interaction. The pump off password was provided. Patient symptoms were not reported.